Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the biopsy channel was leaking, the light cover and optical cover glasses were chipped, the light cover and optical cover glasses adhesive were worn, the distal end cap was stained, the distal end adhesive was worn, the bending section cover was stained, the colored ring of the aspiration and air/water housing was worn, the switch head was worn, a switch had a hole, the scope connector had water ingress, and the insertion tube orientation was out of alignment. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had a misty and foggy image. The issue occurred during a procedure. The procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there were remnants of a white crystalized foreign material believed to be simethicone type product in the air/water channels. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from a connector (identified within the device as the "s-connector"). A further cause of the leak could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.